Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): energy control not possible (output energy not correct). A doctor of optometry reports receiving error code 28-energy control not possible. F/u info indicates no pts were prepped nor were flaps cut when the event occurred. There was a delay of approx 2 hours after which the scheduled cases were completed without further issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).